Event description:
It is reported that during the implantation of a shoulder prosthesis that a distal segment 3.5mm hex tip screw driver tip broke off while tightening the screw of the glenosphere component. The tip segment could not be extracted from the screw head socket. This is a known potential issue of failure where excessive torque has been applied in tool use. The screwdriver is a class 1 surgical tool. This report is provided to identify an event of inadvertent residual foreign body left indwelling at the surgical site within the implant device. Remaining segment of the tool may not be released by the clinical facility for examination. (B)(4).